Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that there were two sets of setscrew marks on the is-1 pin and both sets are too proximal, thus lead was not fully inserted into the device; full lead in segments returned and analyzed.